Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned. The patient then experienced hypotension, rv perforation, cardiac tamponade and pericardial effusion. Pericardial drain was performed and the lead remains in use. No further patient complications have been reported as a result of this event.